Manufacturer narrative:
On 3-dec-2024, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent an atrial fibrillation ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and the device's wire was stuck in the femoral vain and could not be removed. The medical team tried using the dilator and still could not be taken out of the patient. Using fluro and manipulating the wire, it was finally removed. Upon inspection it appears the wire was damaged proximal to the j portion of the wire. There appears to be no damage to the vein and no further intervention was planned. There were no lifted or sharpened rings. The only resistance noted was when trying to remove the j wire from the patient. The case continued. No patient consequences were reported. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection, irrigation and dimensional measuring of the returned device were performed following j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. A dimensional measuring of the dilator was performed and it was found within specifications. A good known guide wire sample was introduced thru the dilator and no issues were observed. A device history review was performed for the finished device number lot 00002725 and no internal action related to the complaint was found during the review. The guide wire stuck and medical device entrapment issues reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the use of the device that may have affected its performance. The instruction for use contain the following recommendations: always observe acceptable hemodynamics prior to advancing the dilator or any other component; do not attempt to use a guidewire larger than 0.032 inches in diameter with the dialator provided. Doing so may compromise the structural integrity of the dilator or the guidewire and/or lead to the failure of the sheath or guidewire being used; prior to inserting the device into the patient, pre-assemble the steerable sheath and dilator; advance the needle through the dilator and check for excessive resistance as the tip of the needle advances through the curvature of the sheath/dilator assembly. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This product complaint will be addressed through the quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and the device's wire was stuck in the femoral vain and could not be removed. The medical team tried using the dilator and still could not be taken out of the patient. Using fluro and manipulating the wire, it was finally removed. Upon inspection it appears the wire was damaged proximal to the j portion of the wire. There appears to be no damage to the vein and no further intervention was planned. There were no lifted or sharpened rings. The only resistance noted was when trying to remove the j wire from the patient. The case continued. No patient consequences were reported.